Event description:
A medtronic stent graft system which is not approved in the u.s., was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2010. One of the stent graft components, a talent iliac limb stent graft was also used in this procedure. Vessel morphology was not reported. It was reported that the procedure was completed without any technical issue. There was an intra-operative type 1 endoleak which was repaired with an aortic cuff and the endoleak was resolved (both the bifurcated stent graft and the aortic cuff are not approved in the u.s.). The pt was released. The pt was re-admitted to the hospital at an unk date with abdominal pain. A bowel infarct probably caused by a complete thrombosis of the superior mesenteric artery resulted in the re-hospitalization of the pt (this is related to one of the stent grafts that are not approved in the u.s.). The physician cannot conclusively determine and does not have a clear idea of what caused the thrombosis of the superior mesenteric artery. It was noted that it is possible that the presence of multiple free flow struts of the bifurcated stent graft and the aortic extension (devices are not approved in the u.s.), were over the ostium of the superior mesenteric artery. The pt subsequently expired on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Eval results: (death).